Manufacturer narrative:
THE DEVICE HAS BEEN RECEIVED FOR INVESTIGATION. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE INVESTIGATION RESULTS. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. LOT RELEASE RECORDS WERE REVIEWED, AND THE PRODUCT LOT MET ALL ACCEPTANCE CRITERIA. LOCKED DOWN SMARTPHONE: PHONE_CONTROL_ANDROID OMNIPOD SOFTWARE APP VERSION: 4.0.2 OPERATING SYSTEM: BP4A.251205.006.S918USQS7FZE3 HARDWARE: SM-S918U CGM SENSOR TYPE: G7 PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT'S BLOOD GLUCOSE LEVEL ROSE TO 400 MG/DL WHILE WEARING THE POD BETWEEN 36 AND 48 HOURS ON THEIR ABDOMEN. THE PATIENT REPORTED BEING UNSURE IF THE CANNULA WAS PROPERLY SEATED IN THE INFUSION SITE. WHEN THE POD WAS REMOVED FROM THE INFUSION SITE, THE POD'S CANNULA WAS FOUND BENT WITH INSULIN OBSERVED POOLING BETWEEN THE SKIN AND THE POD, INDICATING A LEAK HAD OCCURRED. A MILD SKIN IRRITATION WAS REPORTED.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages or manufacturing defects were observed. A leak test was conducted successfully; no leaks were found. No problems were found regarding the reported leaking during wear complaint.